Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported by the bwi representative that there was a leak on the hemostatic valve of the vizigo¿ sheath. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. Hemostatic valve was the section that broke, they did not dismantle the sheath to further investigate however they did return the catheter. They were not sure if the valve dislodged inside the hub, it has been sent to analysis lab. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. Device has been sent to analysis lab. The sheath was used on the patient. Air did not enter the patient¿s body. Blood return was observed, approximate volume of blood that was lost was 2cc. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 8-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported by the bwi representative that there was a leak on the hemostatic valve of the vizigo¿ sheath. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged and broke inside the hub component and the dilator was observed in good condition, no other damages or anomalies were observed on them. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for finished device number (B)(6), and no internal actions related to the complaint were found during the review. The hemostatic valve issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).